Manufacturer narrative:
The insulin pump alarmed button error and it had unresponsive button response due to corroded keypad traces. The device had minor scratches on the lcd window, cracked case at the display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. He was at the beach and the device was off when they were in the water, reconnected and the device on her waistband of the bathing suit. The device got a little damp. He didn't recall his blood glucose at the time the alarm occurred. Customer stated the only significant event which may have caused the device to alarm was his bathing suit was a little damp. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.